Event description:
Product analysis was completed. The lead was found to be fractured and was seen with abrasions to the outer and inner tubing. Other than the abraded openings, and fracture, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received to date.

Event description:
The explanted generator and lead were received. Product analysis for the generator was completed which showed that the device functioned normally, however high impedance was first seen on (B)(6) 2023. Lead product analysis has not yet been conducted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a generator and lead were explanted due to a suspected lead fracture with high impedance observed. A lead fracture was not confirmed at surgery, however it was noted the lead was bent. Lead and generator have been returned but have not been received to date. No other relevant information has been received to date.